Event description:
Customer stated "cord threw sparks and short circuited" the product was never returned for investigation. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot. Without the presence of product, bce cannot make any further determinations.